Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implanting a screw in a g7 cup, the head of screwdriver broke off. The fractured piece was discarded. The screw was a funny angle because the surgeon had bent 2 drill bits trying to drill for the screw. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One ujoint screw driver bit was returned and evaluated. Upon visual inspection the bit on the joint had fractured. The device was sent for sem for fracture analysis. The hex tip fractured at an angle to the main shaft axis. The distal tip fracture surface shows surface artifacts that strongly suggest a torsional overload fracture may have initiated. The device history records were reviewed and no related deviations/anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.